Event description:
It was observed that the returned generator arrived at settings that indicated an interrupted system diagnostic test had occurred. The generator was prophylactically explanted and replaced. No patient adverse events were reported. During review of programming and diagnostic history, it was observed that an interrupted system diagnostic test occurred that caused an unintended change in device settings during an office visit on (B)(6) 2010. The patient's device was not interrogated following the interrupted system diagnostic test; however, a subsequent normal mode diagnostic test showed that the patient¿s device output current had changed as diagnostic was run at 1.0 ma, not the previously known 1.75 ma output current.

Manufacturer narrative:
Review of the available programming and diagnostic history.